Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer states left fork is bent, he said he had no idea how it happened, no injury reported. The dealer said it is bent toward the outside.